Manufacturer narrative:
Result, conclusion from the description of the events, isi engineering has concluded that the permanent cautery spatula (400154-02) likely failed at the proximal clevis to main tube interface. Not all components of the permanent cautery spatula instrument were returned for evaluation. No conclusion as to the cause of the likely tube/clevis damage has been determined.

Event description:
It was reported that during a surgical procedure the permanent spatula cautery instrument (400154-02) was difficult to remove from the patient. In an attempt to remove the permanent spatula cautery instrument through the cannula, the surgeon used a pyramid-tip bipolar forceps instrument (400110-05) to attempt to manipulate and remove the spatula instrument. Both the permanent spatula cautery instrument and the pyramid-tip bipolar forceps instrument were damaged in this attempt. No further details were provided. No patient harm, adverse outcome or injury was reported. Ref. MDR 2955842-2004-00084 for investigation of 400154-02. MDR 2955842-2004-00085 for investigation of 400110-05.